Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the outer ring of one variable angle locking hole is broken off. The fragment was returned for evaluation. There are strong marks of an unknown bending tool visible in the area of the breakage. Drawing/specification review: the relevant section 2 for contouring the plate of the variable angle lcp forefoot/midfoot system 2.4/2.7 surgical technique (036.001.232 dsem/trm/0815/0453(1) 06/18) was reviewed. The used bending pliers 03.211.005 designed to protect the variable angle holes during contouring. The precaution paragraph states: do not deform the threaded part of the holes or over-bend the plates during bending as this may adversely affect insertion of va locking screws. Summary: the complaint is confirmed as the received x-plate is broken as complained. The visible damages indicate that the broken va hole was exposed to high forces. Especially the outer ring, which broke off, was exposed to high forces by an unknown bending tool. This is indicated by the appearance of the fracture face because it is visible by the shiny surface on one side (see picture 1 of the close up pictures) that shear forces from the bending tool did lead to the breakage. Based on that we have to assume that either the bending pliers was not correctly attached to the plate or that the pliers was not completely closed when the force was applied. In both cases the outer ring would be exposed to too high force. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified to be use related during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.211.201s, lot: 3l28934, manufacturing site: raron, release to warehouse date: 21. Feb. 2019 , expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: hwc. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the hallux valgus with the va-locking x-plate. When the surgeon bent the plate, the plate broke. In normal, the surgeon bends the plate holding a hole and a kitty-cornered hole, but this time, he / she bent the plate holding two holes which are side-by-side. The surgeon used another smaller plate, and the surgery was finished. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.4/2.7 mm ti va locking x-plate extra small. This is report 1 of 1 for complaint (B)(4).